Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners. Unit received with minor scratched display window.

Event description:
Customer reported that the insulin pump's display was flashing unusual messages. Customer reported that the insulin pump was recently dropped. Blood glucose level was 361 mg/dl at the time of the call. No further information was provided.